Event description:
It was reported that during an implant procedure, this lead exhibited high out of range shock impedance measurements. The physician used a cangaroo pouch to assist with creating a healthy pocket and then irrigated the pocket, as tissue was suspected to be interfering with the measurements. Following irrigation, shock impedance measurements were high, but were in range. This lead was successfully implanted, and no adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.